Event description:
Patient called lfs in 11/03 alleging their meter would not power on. Medical affairs spoke to the patient the following day and obtained the following information: patient stated the meter would not power on since two days earlier. The patient takes a set amount of glucophage 10 mg in the morning and 10 mg in the evening. The next day, patient began experiencing symptoms of dizziness and a headache. Pt went to the hosptial to test their blood sugar and the result was 375 mg/dl. Patient was treated with insulin and kept overnight for observation. The issue with the meter was not resolved with troubleshooting. The case is being reported as an adverse event because the patient attempted to test the night before and did not obtain a result and the following day experienced serious injury, that could be contributed by the meter.